Event description:
On (B)(6) 2008, the patient underwent a cotton osteotomy of the right foot and a gastrocnemius resection, of the right lower extremity. A cancello-pure 6mm cotton bone wedge xenograft was implanted. On (B)(6) 2009, the patient underwent revision surgery due to fracture of the osteotomy site and non-union.

Manufacturer narrative:
Information has not been provided related to the lot number of the product implanted; therefore, the investigation is still ongoing.